Event description:
During the insertion of a ventricular lead the wrong size sheath was placed, causing the ventricular lead not to advance or retract from the sheath. Sheath and lead were removed together and lsc (left subclavian) access had to be re-obtained. Doctor examined lead and decided not to implant the lead requesting a new ventricular lead be used.what was the original intended procedure?insertion of a ventricular lead for a pacemaker.